Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was suspended. The customer¿s blood glucose level was 90 mg/dl and sensor glucose was 130 mg/dl at the time of the event. It was reported that the insulin delivery was suspended. The devices will not be returned for analysis.